Event description:
A report was received that the patient had difficulty charging the ipg because it was not laying flat in the patients body. The patient underwent a revision procedure and was doing well postoperatively.